Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited far-r wave over-sensing leading to inappropriate automatic mode switch. Corrective programming changes were recommended but were not yet made. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.